Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd alaris smartsite needle-free valves were clogged. The following information was provided by the initial reporter: the fluid could not push through the smartsites and are blocked.

Event description:
It was reported that 10 bd alaris smartsite needle-free valves were clogged. The following information was provided by the initial reporter: the fluid could not push through the smartsites and are blocked.

Manufacturer narrative:
H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21105547. No further information was available to assist the investigation in this instance. A review of the production records for lot 21105547 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. H3 other text : see h.10.